Event description:
It was reported that the customer was experiencing high blood glucose levels. The reported blood glucose reading was 352 mg/dl. Troubleshooting was performed, and the insulin pump failed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed